Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited ra loss of capture. Sensing and pacing impedance measurements were good and stable. The patient had reported they did not feel any improvement post the implant procedure. A follow-up with the implanting physician was planned. No adverse patient effects were reported.